Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device throws three clips at once and they do not close. The clips come crossed. Procedure was completed using same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 20 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.